Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was in place in the laa and was deep seated. A 33mm watchman laa closure device & delivery system was advanced into the laa. The closure device was deployed, but it was too deep and was partially recaptured. A pericardial effusion was seen in the distal lobe of the laa. The procedure continued and the closure device was successfully implanted. A pericardial puncture was performed which removed 800 ml of blood. The patient was stable during the entire procedure and has since been discharged from the hospital in good condition.